Event description:
Boston scientific received information that this device was explanted and replaced without incident. No defibrillation threshold testing (dft) was perfomed with the replacement device.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services to report that a fault code#1003 was displayed upon interrogation with a programmer. Technical services discussed immediate device replacement and return of device for laboratory testing.

Event description:
--

Event description:
Boston scientific received information from the local representative that this device remains in-service and the patient has been scheduled for an in-clinic device check in (B)(6) 2012.

Manufacturer narrative:
The investigation of this device is on-going as a request has been made to the local representative for additional information.

Manufacturer narrative:
Upon receipt, the device will undergo laboratory testing to determine root cause.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned for laboratory testing.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Device memory shows no indication of compromised therapy. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.